Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient wen to the emergency room (ER) due to heart rate of 40 bpm range. The device remains in use. No patient complications have been reported as a result of this event.